Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) webster, inc noted a potential adverse event regarding a non-(B)(6) product. It was reported that pfa therapy was being applied to the posterior left atrium the patient became hypotensive. Through ultrasound it was determined the patient had a pericardial effusion. A pericardiocentesis was performed and approximately 150 cc of fluid was extracted. The patient stabilized and no further intervention is planned. (B)(6) hardware used carto serial number (B)(6). Catheters used octaray d160901 31867386l, nuvision fg12080 31835493l, and webster cs 36d5jr lot number unknown. Generator used farapulse. Carto software 8.1.3.17. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).